Event description:
The customer complained of skin irritation. The customer stated that he was going to consult with a medical professional about how to treat the skin irritation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.